Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 19.8 mmol/l, 9.4 mmol/l, and 8.4 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.